Manufacturer narrative:
On the initial MDR a digit was inadvertently omitted from the PMA/510k#. The PMA/510k# has been corrected accordingly.

Event description:
It was reported the patient passed away from an issue unrelated to the hf system.